Manufacturer narrative:
This communicator was replaced and will be returned.

Event description:
Boston scientific received information that while the patient was setting up the communicator, the screen never came on and the power cord made a loud buzzing sound and the cord got hot. The cord was hot, melting, and smoking. No adverse patient effects were reported, and there is no impact to patient's clinical therapy.